Event description:
It was reported that while using one bd vacutainer® sst¿ blood collection tube, the customer noticed the tube was cracked. No patient impact reported.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation, which confirmed a crack on the bottom of the tube. Additionally, 30 retained samples were visually inspected, and all were found to be without damages. Furthermore, 10 retained samples underwent functional tests and all passed without issues. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: cracked product. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
E1: initial reporter phone #: (B)(6). E1: initial reporter facility name: (B)(6) . G4: PMA/510(k)#: one additional code applies; k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® sst¿ blood collection tube, the customer noticed the tube was cracked. No patient impact reported.